Event description:
Coma[diabetic coma]. Case description: this spontaneous case reported by a pharmacist as "coma" concerns a female pt treated with mixard 30 penfill and novopen 3 from unk date for diabetes mellitus. According to the reporter, the pt stated that since she has been using novopen 3, she had suffered two episodes of coma, (the first approximately 2 months ago and the second very recently). The pt's doctor wanted to check that if the pen was not faulty. The customer care adviser asked the pt many questions and it seemed that the device was working properly and that she was using it correctly. The storage also seemed to be correct. The pt had been referred back to the health care professional regarding blood sugar levels and had been asked for the device to be returned for checking. The pt had no insulin from the batch that she used when she had the coma episodes, but she have the batch number. The pharmacist will supply this if found. However, in the first episode of coma, the pt had used a different batch of insulin, why it seems not to be the cause. Treatment details, action taken to product and outcome were not reported. The first coma episode is reported in MFR. Report # 9681821-2006-00074. Analysis results: product; novopen 3 classic. Lot no. Lsce045. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. Case conclusion: nothing abnormal was found.